Event description:
Burnt o2 gas module on unit connected to pt. Unit stopped to ventilate before smoke went off the unit. No advice from the customer, the unit was not alarming. Sv 300 has been sent in for investigation and repair. After exchange of internal burnt fuses, o2 module, and batteries unit was tested in accordance with its specs.